Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink was displaying inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10:30am, the patient reported blood glucose results of "240, 550, 300 and 150 mg/dl" with her lfs meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these readings exceeds the expected value of <=20% or <=20 mg/dl. The patient reported using insulin pump therapy to manage her diabetes. The patient denied taking any action as a result of the alleged issues. The patient stated she "felt dizzy to the point of passing out" 1 hour after the alleged issue began. The patient reported on (B)(6) 2012 at 11:30am, the patient received a glucagon injection at a doctor's office. The patient alleged using the same meter to obtain the results. At the time of troubleshooting, the cca confirmed the patient was using the approved site for testing, and her testing process was correct. The cca documented that the subject meter was set to the correct unit of measurement. The cca noted that the patient's test strips were in good condition. A control solution test was not performed because, the patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported as an adverse event due to the patient requiring treatment from a healthcare professional after the alleged issue began. In addition, the patient performed a meter-to-same meter comparison where that calculated difference of the reported results exceeds lfs' criteria for precision testing.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the meter's battery contact was found to be corroded. The test strips have also been returned to lfs on (B)(4) 2012; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.